Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Rubino, s., adepoju, a., kumar, v., prusik, j., murphy, n., owusu-sarpong, s., pilitsis, j.g. MRI conditionality in patients with spinal cord stimulation devices. Stereotactic and functional neurosurgery. 2016. 94(4):254-258. Doi: 10.1159/000448764 summary: we provide a review of the clinical experience with MRI and spinal cord stimulation (scs) devices and develop a general reference of current device/MRI specifications. Reported event: it was reported that a patient (patient 1) was unable to undergo lumbar MRI imaging despite being implanted with a MRI conditional lead, due to the "question of infection at the lead site." It was noted the condition was a contraindication for lumbar imaging. See attached literature article.